Event description:
It was reported that a customer could not see the insertion date for the insulin cartridge or infusion set on the ilet display, with the field appearing blank after a restart and without a reported factory reset. Symptoms included elevated blood glucose of 196 mg/dl. Outcomes included user monitoring and a planned supply change to reset the timer. Investigation included basic troubleshooting, device restart, and user education. Investigation of this case revealed no alerts or alarms and no confirmed device malfunction, with the cause of the hyperglycemia and the missing insertion date remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.